Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with steel infusion sets, with the healthcare provider suspecting an issue related to changed supplies and noting that the device displayed glucose values but was not delivering insulin; the user subsequently shut the ilet down and administered a 9-unit subcutaneous insulin injection, and later support assisted with pairing a new cgm sensor after the ilet displayed a ¿start sensor¿ state. Symptoms included hyperglycemia with a highest blood glucose of 425 mg/dl over approximately four hours, without ketone testing, medical intervention, or acute complications. Outcomes included use of backup therapy via subcutaneous insulin and temporary discontinuation of ilet therapy. Investigation included collection of a blood glucose questionnaire, review of device behavior regarding glucose display and insulin delivery, assessment of infusion set use, and troubleshooting and education to pair the cgm sensor and resume system functionality. Investigation of this case revealed no identified hardware malfunction, with the sequence suggesting a sensor pairing/run state that prevented automated insulin dosing and user supply changes that required reconfiguration, consistent with use-related issues rather than device failure. It was concluded, based on previously established findings for similar reports, that the cause was user interaction with the system configuration and sensor pairing leading to suspended or absent automated insulin delivery.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.